Event description:
It was reported that the patient had a miniarc pro implanted on (B)(6) 2013. The patient presented with vaginal discharge. A wet mount was performed and candidiasis vaginitis was diagnosed. The physician treated patient with terazol (antifungal vaginal cream). At time of report it was not known if patient's condition had resolved. No additional patient complications have been reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.